Manufacturer narrative:
Follow-up #1: date of submission 12/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings: a review of the pump histories indicated that the last basal delivery occurred at 5:34 on (B)(6) 2015. The data from the time of the alleged complaint was unavailable for review, as it had been overwritten due to continued pump use. A review of the available pump histories did not find any activity outside normal use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked and the display was dim and discolored.

Event description:
On (B)(6) 2012, the patient contacted animas stating that she had been experiencing erratic blood glucose (bg) for the past week and a half. The patient stated that her bgs have been around 300 mg/dl and that on one occasion, she experienced bg of 600 mg/dl with moderate ketones. The patient stated that she has also experienced some low bgs, reporting one instance of a lunchtime bg reading of 69 mg/dl and another instance with a bedtime bg reading of 49 mg/dl with a cold sweat. The patient stated that she corrects elevated bgs by bolusing via the pump, and that she treats the low bgs with food. Customer support (cs) reviewed the pump with the patient and found that all settings and histories were correct and that all boluses were delivered as programmed with the exception of one cancelled bolus on (B)(6) 2012. The patient stated that she suspends the pump anywhere from a half hour to an hour and a half at a time for showering and other activities. In reviewing the infusion site and set, the patient mentioned that she does sometimes have bent cannula. He patient stated that she avoids areas of scar tissue and that she changes the site every 3 days, however the prime history indicated site changes every 4 days. The patient also admitted to using refrigerated insulin when changing cartridges. Cs advised the patient of recommendations to change sites every 3 days and to use room temperature insulin. While on the phone with cs, the patient was able to prime the pump until insulin was seen coming from the end of the tubing. Troubleshooting indicated no pump malfunction. The patient continued on insulin pump therapy and the pump is not being returned at this time. Cs advised the patient to discuss the possible need for changes in bg management with her health care provider. This complaint is being reported because the patient allegedly experienced hyperglycemia and hypoglycemia while using insulin pump therapy and a cause for the bg excursions could not be identified.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.